Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A visual inspection of the returned device revealed that the bladder pigtail was detached. No other anomalies or damage was noted. It is possible that the way in which the device was handled and manipulated may have contributed to the failure encountered. The defect found is consistent with one caused when the device was being pulled with excess of force, this may cause damage, deformities or device break. Additionally, during the manufacturing process the units are inspected in order to avoid or the detect the failure found, however, there is no control in how devices are handled in the field. Therefore, it is most likely that due to anatomical/procedural factors encountered during the procedure, the device performance could be limited, and the most probable root cause is considered as ¿operational context¿. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a contour stent was used for a ureteroscopy procedure in the ureter and bladder of a patient on (B)(6) 2017. According to the complainant during the procedure, while the physician was removing the guidewire and placing the stent, the bladder coil of the stent broke off. The stent coil did not detach inside the patient, and it was removed along with the stent retrieval line. No additional intervention was necessary. The procedure was completed with another contour stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".